Event description:
In 2007, a customer site reported to ge healthcare that the pt complained of loud noise during a MRI brain exam. The pt was reportedly given earplugs prior to the start of the exam. After complaining of the loud noise, the customer provided the pt ear muffs. The customer indicated that the pt's hearing was sensitive to the point that he cannot tolerate loud noise for a long period of time. No injury was reported. In 2009, ge healthcare was notified that the pt had endured tinnitus since the day of the MRI exam. According to the pt, he had no problems with high-pitched ringing in his hears prior to the exam. Info from one physician agreed to the pt's diagnosis of tinnitus. Additionally, the pt's physician confirmed that the pt has been treated for several ent-related problems since 1985, but at no time had he complained of tinnitus, or been treated for it. Currently, the pt reported that he has to wear hearing protection at all times, especially when exposed to loud noises.

Manufacturer narrative:
Engineering review of the incident concluded that testing of the system approximately 2 years after the event would not indicate performance of the system at the time of the event. Furthermore, the mr system is designed to comply with iec 60601-2-33, including requirements for hearing protection in the mr operator safety manual. A review of the customer site's service and repair records within a period surrounding the date of incidence revealed no evidence that a failure in the gradient system, a source of acoustic noise, caused any image quality issue; image quality issue is a possible indicator of gradient malfunction leading to excessive noise. A review of complaints received for the system at the site showed no other reports of acoustic-related events.